Event description:
On (B) (6) 2010, pt had an outpatient uterine ablation using a thermochoice catheter mfg by ethicon. At the time of procedure, it was noted that there was a rapid drop in balloon pressure from 190 cm to 90 cm and ablation time could only be sustained for 5.5 minutes. There had been 30cc saline instilled into balloon and only 25cc was able to be recovered. It was suspected that a balloon leak had occurred. On (B) (6) 2010, the pt returned to the hosp and required an exploratory laparotomy. At the time of abdominal surgery, it was noted that there had been thermal injury to the fundus of the uterus and to the small bowel. Diagnosis or reason for use: menorrhagia. Event abated after use stopped or dose reduced: yes.